Event description:
The customer reported that there was a diluent leak of about 2 ml from the coulter hmx hematology analyzer w/autoloader. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he spoke with the customer who stated that she reseated tubing at pv54 that was disconnected. The fse verified system performance. (B)(4).